Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was advised that cts would replace the pump, and she already received a new pump from tandem, which she will set up and follow up if additional assistance is needed.